Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie jejunal tube. Conservatively, abbvie has chosen to report this event due to the potential that the jejunal tube involved could have been the abbvie jejunal tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Abbvie reviewed historical complaint data and no trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient was started on duodopa therapy on (B)(6) 2015. Wife reported that the patient's intestinal tube was knotted, removed and reported to be surgically corrected (replaced) on (B)(6) 2016.